Event description:
During svc of product a potential no low pressure alarm condition was found. Customer requested device be returned unrepaired. MFR recommended this unit not be used on pt until proper repairs have been performed by authorized personnel. MFR disabled device prior to returning it to customer.